Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported for probably the past 6 months, they had been having difficulty charging their implant. The patient said they would have to sit for 8 hours or so to get the implant to charge, and the charge wouldn't last very long, maybe a couple days. Now, the implant wasn't even charging at all. The patient said they last charged the implant about 4 months ago. The patient described seeing the 'sync up' and 'poor communication' screens on their programmer; the agent understood this was because the ins was likely over discharged. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The agent redirected the patient back to the representative, as the patient would need to get their ins battery restarted to do further troubleshooting. No symptoms were reported.